Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that one of the power ports on the controller was defective. The controller was removed from service and replaced. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation, where a product malfunction was confirmed. The most probable root cause of the reported "poor mechanical connection" may be attributed to bent pins and worn out alignment guides on the socket. The manufacturer has an opened internal investigation to evaluate the aforementioned issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the one socket for connecting the batteries is defected. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The facility also removed the ac adaptor from service and provided the patient with a replacement device. The reported ac adaptor was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.